Event description:
It was reported that during inspection a ht70 plus ventilator had an o2 sensor failure alarm. The ventilator was not on a patient at the time of the reported event. The service engineer inspected the device and replaced the o2 sensor. The unit passed all testing and operates within the manufacturing specifications